Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had issues with their sensors. It was reported that the customer had issues with blood in cannula; calibration not accepted error, and missing cannula. The customer's blood glucose level was reported to be 102mg/dl. Troubleshoot was reported to be conducted. It was reported that the sensors would be replaced and returned for analysis.